Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to laparoscopic gastric sleeve, a few minutes after handle was inserted to the shell, the device turned off and would not power on again. Both handle and shell were replaced to continue the case. There was no patient involvement.